Event description:
The customer reported a power supply failure which may indicate an inability to power up via ac power.

Manufacturer narrative:
(B)(4). The customer reported a power supply failure which may indicate an inability to power up via ac power. There was no report of any pt involvement. The customer requested a part identification for the power supply. Based on the customer's report we're considering this a power supply malfunction.